Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. Pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal inspection of the cycler found transformer (stress test) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler blank screen issue. The patient stated that the screen was blank during power up. The cycler was rebooted, ok and stop keys lit up but the screen remained blank. The patient has been doing manuals since (B)(6) 2023 .the fresenius technical support representative advised the patient the cycler would be replaced due to blank screen issue. Follow-up response received confirming that patient was able to complete treatment manually on the day reported. The patient received the cycler replacement. No patient adverse effects were experienced, and no medical intervention was required. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.